Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(4) -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box shows no evidence of power issues. There was no activity outside normal use observed in the black box or download history. There was no data from the time of the reported power issue due to continued pump use. Visual inspection revealed no damage to the battery cap or compartment. The battery cap was able to attach securely to the pump. The battery cap contacts were found to be within specification. The pump powered on normally with no alarms. The pump was exercised for 24 hours with no power issues or alarms occurring. The pump was opened and there was no damage observed to the power circuit. The complaint could not be confirmed or duplicated on investigation.

Event description:
On (B)(6) 2012, the reporter contacted animas to report the pump would not power on. The patient did not have a new replacement battery available to install into the pump. There was no patient injury associated with this issue. The patient refused to troubleshoot the power issue at the time of the call, therefore, no troubleshooting was performed. As the issue was not resolved, this complaint is being reported.